Event description:
The instrument was used in a laproscopic cholecystectomy by dr. While using, the pin in the handle came out of alignment and he couldn't close the jaws by repeatedly pressing the handle. The one component of jaw fractured and landed inside the pt. Dr had to conduct an open procedure.